Event description:
It was reported that approx eight months after implantation of a vena cava filter during the scheduled retrieval, a detached filter limb was noted to be embedded in the ivc wall. The filter was successfully retrieved; however, there were no attempts to retrieve the detached limb. There was no pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.